Event description:
The user reported a hospitalization that occurred on (B)(6) 2026, following repeated falls that resulted in a back injury. The user indicated that the hospitalization was related to a medical condition and stated that the event was not related to diabetes or glucose measurements.

Manufacturer narrative:
At the time of follow-up, the user had been discharged from the hospital and was continuing recovery with in-home care. The user reported feeling fatigued during recovery. Dms review confirms the system was current with active use. The user requested that no further outreach calls be made while she focused on recovery.